Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/layperson informed a customer care advocate, cca, that her one touch ultra meter was reverting to the set up mode. During troubleshooting with the cca, the product functioned appropriately. The patient told the cca that she called the emergency medical service on four days earlier. This senior medical affairs specialist spoke with the patient on 03/17/2008 and obtained additional information. Approximately two weeks prior to her call to customer service, the patient's meter would not operate after she applied blood to the test strip. During that time frame, the patient continued taking her usual 60 units of novamix 70/30 insulin, once in the morning and once around 8:00 pm; she did not attempt to test because of the alleged issue. The patient denied having symptoms of thirst, frequent urination, or other hyper or hypoglycemic symptoms while unable to test or on the day of the event. On original date, the patient woke up around 8:00 am to go to the bathroom. Sitting at the edge of her bed, she felt woozy. A few minutes later, the patient took her walker to get up and then "just went down." The patient was taken by ambulance to the hospital where she was admitted for several days. Reportedly, her blood glucose was "very high" (result not known) and she was diagnosed with a urinary tract infection. The patient was treated with insulin and antibiotics. Although the patient "had to get up throughout the night [of the day before] to go to the bathroom," she did not find it unusual, "I always have to go." Since her infection level has not dropped, she now takes two antibiotic tablets a day of a different type. The patient has been diagnosed with diabetes since 80% of her pancreas was removed as part of a treatment for pancreatitis in late 2003. The complaint is classified as an adverse event because the patient claimed she was unable to monitor her blood glucose for several weeks due to the reported issue and then, later was treated for hyperglycemia by healthcare professionals. It is unclear if the meter would have prevented this injury as the patient was also diagnosed with an infection; infections can cause one's blood glucose to become elevated especially in diabetic and elderly patients. There is no indication the product malfunctioned; it operated during troubleshooting with customer service.